Event description:
It was noted that the introducer used was inserted on (B)(6) 2020 and removed on (B)(6) 2020.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure of right and left catheterizations, an introducer was inserted that later cracked at the sideport and caused blood loss that required a transfusion. It was noted that the side port cracked and then detached, causing the patient to lose blood and requiring a transfusion of two units of packed red blood cells to improve hemoglobin and hematocrit count. The patient died at a later date, however it was deemed unrelated to this event.

Manufacturer narrative:
The sheath hub appeared to be cracked and the sideport tubing was no longer attached to the hub. Visual inspection was based solely upon a review of the photograph provided. The device was not returned. The cause of the reported side port cracking and then detaching remains unknown.